Event description:
The patient had the rns explanted on (B)(6) 2024 due to a scalp erosion over a ferrule tab. The leads were preserved. Additional details have not been provided

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.